Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. Upon retraction and removal of the disposable device from the cavity, a piece from the device broke off into the pt's cavity. The physician removed the piece with graspers with no issue. There was no pt injury.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint (B)(4).